Manufacturer narrative:
Product event summary: product event summary: the controller and five batteries were not returned for evaluation. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving the five batteries. As a result, the reported event was confirmed. A power source lubrication procedure was performed on (B)(6) 2018. The most likely root cause of the premature power switching event after lubrication can be attributed to momentary disconnections due to fretting corrosion of the controller power port pins. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the controller and five batteries were not returned for evaluation. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving the five batteries. As a result, the reported event was confirmed. A power source lubrication procedure was performed on (B)(6) 2018. The most likely root cause of the premature power switching event after lubrication can be attributed to momentary disconnections due to fretting corrosion of the controller power port pins and/or due to a worn controller power port pin socket contact spring. Additional products: battery (B)(4) device evaluated by MFR: yes. (B)(4). Heartware ventricular assist system ¿ battery: battery / (B)(4) / model #: 1650 / catalog #: 1650 / expiration date: 2019-03-31. UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: yes. Mfg date: 2018-03-29. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery: battery / (B)(4) / model #: 1650 / catalog #: 1650 / expiration date: 2019-05-31. UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: yes. Mfg date: 2018-05-18. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery: battery / (B)(4) / model #: 1650 / catalog #: 1650 / expiration date: 2019-05-31. UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: yes. Mfg date: 2018-05-18. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer received product performance data due to the power switching event. Three additional batteries subsequently tested out of specification during manufacturer¿s analysis. The batteries remains in use.

Manufacturer narrative:
Product event summary: the battery was not returned for evaluation. Log file analysis indicated no failure detected. Additional products: d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: 2019-04-30 / serial or lot#: (B)(4), UDI #: (B)(4), d10: no h3: yes h4: mfg date: 2018-04-26 h5: no h6: patient code(s): c67143 h6: device code(s): c63030 h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Continuation of medical devices: dtba1d1 ICD implanted (B)(6) 2016; 5076-52 lead implanted (B)(6) 2011; 694765 lead implanted (B)(6) 2011; 419688 lead implanted (B)(6) 2011. Heartware ventricular assist system ¿ battery/ (B)(4)/ model #: 1650 / catalog #: 1650 / expiration date: 2019-05-31 mfg date: 2018-05-18 device evaluation anticipated but not yet begun (B)(4). Heartware ventricular assist system ¿ battery/ (B)(4)/ model #: 1650 / catalog #: 1650 / expiration date: 2018-05-31 mfg date: 2017-05-31 device evaluation anticipated but not yet begun (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced power switching. It was further reported that the patient witnessed the power source indicator light switch from one power source but did not hear any beeping. The controller and the power sources remain in use. No patient complications have been reported as a result of this event.